Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, the exact cause of the reported event could not be conclusively determined. Since the device was not returned, an investigation was carried out based on the confirmation result from the local distributor. From the provided photo in complaint information by the local distributor, it was confirmed that the tissue pad was peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
We received the following report from the health professional. *during a lobectomy, the subject device was used. After two or three times activation, an unspecified error occurred and the tissue pad of the subject device was partially separated. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported.